Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels and a no delivery alarm. The customer's reading was 535 mg/dl. The customer treated with manual injections. The customer's symptom included thirst. The customer performed a manual prime and saw insulin exit the tubing. The customer was unable to finish troubleshooting. Nothing was replaced or returned for analysis.